Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint on this lot. Checking the quality databases revealed no anomaly in connection with the described defect. We did not received the expected sample. The balloon burst issue is known and monitored on a monthly basis. Possible root cause is a weakness area in the silicone material of the balloon. No other corrective action will be implemented as the specific trend for balloon burst of this product family is considered acceptable as per the threshold.

Event description:
According to the available information, balloon burst when straining at stool. Dr. Has replaced with new product immediately, no clinical consequences reported.